Event description:
A caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance for resetting the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to call back if any issues reoccur. The customer acknowledged and understood the instructions.